Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that there was a settings not available/out of regulation (oor) screen on the controller after a programming session. It was reported that electrode 6 had impedances of greater than 40,000 ohms and all other electrodes were under 1,000 ohms. Removing electrode 6 from the programming resolved the settings not available/oor. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.